Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the devices at manufacturer's site it was identified that one of the cerclage cables is broken. Concomitant devices reported: tfna helical blade (part# 04.038.300s, lot# h278155, quantity 1), locking screw (part# 04.005.532s, lot# 9663147, quantity 1), locking screw (part# 04.005.532s, lot# l786715, quantity 1), cerclage cable (part# 611.105.01s, lot# 1l86327, quantity 1). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information received and updated concomitant devices list. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 18-jan-2016, expiration date: 31-jan-2026, part number: 04.037.227s, 12mm/125 deg ti cann tfna 360mm/left- sterile, lot number: 9980285 (sterile), lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: 9726283, lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 9850944, lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 9947935, lot quantity: (B)(4), part number: 21127, timoagri16.00, bp80, lot number: 9944779, lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) identified the nail broke at the proximal hole. The break is jagged and oblique. Both nail portions were returned. No new issues were identified. A device failure was identified. Dimensional inspection: outer ø near proximal hole was measured and found to be conforming per relaxant drawing. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2019, however exact date of postoperative nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the patient reported pain due to a broken trochanteric femoral nail advanced (tfna) nail on (B)(6) 2019. Initially, the patient underwent an open reduction internal fixation (orif) with tfna long nail for femoral subtrochanteric fractures with two (2) cerclage cables on (B)(6) 2019. After a month, a partial and full weight-bearing was permitted. Unfortunately, the patient reported pain and unable to walk. Thus, an x-rays were taken on on (B)(6) 2019 wherein the nail had broken at the blade hole of the nail. On (B)(6) 2019, the implant removal surgery was performed under general anesthesia. During the reoperation, the surgeon used reamer / irrigator / aspirator (ria) to ream the affected area and the patient¿s ilium was grafted. Smith & nephew¿s product (intertan) was used to fix the bone. The surgeon commented that there was a bone defect at the medial side of the bone. Due to this condition, an excessive load might have been applied to the nail and the timing of starting weight bearing should have been considered further. Patient status is unknown. Concomitant devices reported: tfna helical blade (part# 04.038.300s, lot# h278155, quantity 1), locking screw (part# 04.005.532s, lot# 9663147, quantity 1), locking screw (part# 04.005.532s, lot# l786715, quantity 1), cerclage cables (part# 611.105.01s, lot# 1l86327, quantity 2). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).